Manufacturer narrative:
Result: i.v. Pole.

Event description:
It was reported by service report that the nurse call was not working and the IV pole was broken and bent. It is unknown if there was patient involvement or if there were adverse consequences to report.